Event description:
A medical technician injured left thumb while adjusting backrest on renaissance emergency care stretcher. The technician grabbed the right plastic handle assembly to lower the backrest on the stretcher and the handle broke loose (the MFR attached the handle to the stretcher using some type of epoxy). The backrest fell and impacted the technician's left thumb (no pt was involved). The technician was seen by a medical practitioner, ice was applied and the thumb was immobilized for 48 hours. A full recovery of the thumb has resulted. This facility has two of these same type stretchers, upon examination by medical equipment repair the other stretcher was also identified as having a loose handle.